Manufacturer narrative:
Establishment name: the fourth affiliated hospital of (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a driver tip broke while removing a previously-implanted screw during surgery. The screw was being removed since the patient's fractured vertebral body had healed so the construct was no longer needed. Another driver was used. There were no patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the device has fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces exerted on the device during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a driver tip broke while removing a previously-implanted screw during surgery. The screw was being removed since the patient's fractured vertebral body had healed so the construct was no longer needed. Another driver was used. There were no patient impacts.